Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, no misload was identified during loading. The valve was re captured due to not fully expanding. No procedural delay was reported as a result of the infold.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medical safety reviewed the product event and assessed the reported: infolded valve. Based on the information provided, the infold was likely related to the valve as it was reported the valve was loaded correctly and that the infold occurred after the first recapture. The system was removed from the patient. It was likely that calcification contributed to the infold. A different valve and system were used with no infolding reported. The reported adverse events and severities are documented in the risk management files and instructions for use (IFU). No further safety assessment is required at this time. Fluoroscopic cineloops and fluoroscopic images of the fluoroscopic load-check, pre-implant balloon dilatation (pid) and implant were provided for review of the event described above. Patient summary was not provided for anatomical review. The native valve¿s leaflets were severely calcified. The annulus had a focal calcification between the right and the non-coronary cusp. During fluoroscopic load-inspection of the first evolut¿ bioprosthesis, it was reported that no misload was identified. When reviewing the provided image material, the fluoroscopic load check shows crown overlap to the fourth node. After successful pid and valve deployment to 80% (point of no-recapture), a valve frame infold can be observed in the left and the non-coronary cusp area. After removing the valve and evolut¿ system completely from the patient, a new valve is loaded and an inflow-crown overlap only extends to the second node during the fluoroscopic-check. Evolut¿ frame infolding can be favored or caused by a variety of factors, including crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. Except for lvot calcification, all those factors were present in this case and made the occurrence of an infold very likely. By replacing the complete first evolut¿ system and replacing it with a new one, the implant team adhered to medtronic¿s best practice guidance. No adverse patient effects or time loss were reported. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, no root cause can be assigned however a misload and calcified anatomy are likely contributing factors. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, no root cause can be assigned however a misload and calcified anatomy are likely contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0011835062); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0011835081); product type: 0195-heart valves; brand name: safari xs guidewire product ID unknown; product type: guidewire; brand name: loma vista 22 mm product ID unknown; product type: dilation balloon brand name: vacs product ID unknown; product type: dilation balloon medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the first recapture an infold was observed. The infold may have resulted from the patient's calcified anatomy. It was decided to use a new delivery catheter system (dcs) and valve. Before implanting the second valve, the annulus was dilated with a 22 millimeter (mm) non compliant (loma vista) balloon. The first dilation was with a 20 mm balloon (vacs). The guidewire used was a safari xs. No adverse patient effects were reported.